Event description:
The customer called philips due to deteriorate cables. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.